Event description:
Caller reported a cartridge alarm that occurred during the pump's load process while the customer was reloading the same cartridge after a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support advised that the customer would receive a replacement pump with updated software, and the customer chose to continue using the current pump with mdi available if needed. Instructions were provided on how to return the problematic pump and use the new one, which the caller understood and acknowledged. The pump was confirmed to be under warranty, and arrangements were made for its replacement and delivery without requiring a signature.